Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 implantable pulse generator: (B)(6) 2013; a 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room following a fall and one week of dizziness. The device was interrogated and the atrial lead was found to be non-sensing and non-capturing. Atrial lead dislodgement was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.